Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose (bg) levels of an unknown value while using exercise mode. Suspected cause was due to customer being susceptible to bg decreasing when control iq adjusts basal rates. The customer turned control iq off and reverted to using temporary basal rates to address this issue. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.